Manufacturer narrative:
The reported events of helix mechanism issue and failure to insert the stylet were confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with dried blood and tissue. An x-ray inspection revealed an over-torqued inner coil at the connector region consistent with procedural damage. An x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within required specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue and an over-torqued inner coil. The cause of the failure to insert the stylet was isolated to the over-torqued of the inner coil at the connector region. A visual inspection of the lead revealed no other anomalies except for procedural damage.

Event description:
It was reported that the helix of the right ventricular (rv) lead was unable to retract during the implant procedure. Additionally, the stylet was unable to be inserted into the lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.